Manufacturer narrative:
Device evaluated by MFR: unit returned with its original box. The device has body kinked (proximal section) and distal tip detached. The device measured 183 cm. The od of the distal tip, middle of the device, and proximal section were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a guide wire break occurred. A pt²¿ wire was advanced. During the procedure, while attempting to remove the guide wire from the artery, the guide wire broke. No attempts were made to try and remove the guide wire tip. The tip remains inside the patient in a coronary artery and cannot be removed. No patient complications were reported and the patient is in very good condition.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar compliant trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a guide wire break occurred. A pt²¿ wire was advanced. During the procedure, while attempting to remove the guide wire from the artery, the guide wire broke. No attempts were made to try and remove the guide wire tip. The tip remains inside the patient in a coronary artery and cannot be removed. No patient complications were reported and the patient is in very good condition.